Event description:
Reportedly, this valve was explanted at implant dur to mitral insufficiency as seen on tee. It appeared that there was a large central opening between the leaflets that led to improper coapatation. No further info was provided.